Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient noticed a scorch mark on the cardiomessenger, sn: (B)(4), by the power cord entrance, cord was melted/fused into the cm entrance hole like cement. It had not transmitted in 4 days so patient does not know when it happened. Patient not aware of a power surge or electrical issues. No adverse patient events were reported. Should additional information become available, this file will be updated.